Manufacturer narrative:
The patient appears to be referring to their current stimulator and not the stimulator this report is about. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the stimulator was implanted and operational. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 22-dec-2018, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient¿s stimulator was replaced due to a broken wire. No further compilation and events were reported.